Manufacturer narrative:
Further information was received indicating this event was a supplemental and will be reported in manufacturer reference number # 2916596-2023-08606-02.

Event description:
It was reported that the patient had been admitted since implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had melena. The patient's coumadin (warfarin) target was lowered and their aspirin was stopped. A c-scope and g-scope were performed that were both negative. The patient was eventually discharged home in stable condition. No new bleeds were noted.